Event description:
Per the clinic, the patient experienced skin breakdown at the implant site which leads to extrusion of the receiver/stimulator (date not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
It was also reported that the patient experienced an infection.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024.